Manufacturer narrative:
The explanted lead was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate stimulation and high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient's lead was suspected to be fractured due to high impedances. When the lead was explanted, there was a loose contact on the paddle lead. The patient was doing well postoperatively.